Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel. (B) (4).

Event description:
The customer contact reported no flow. The tubing set was being used to deliver normal saline via a symbiq pump at a rate of 30ml/hr. At an unspecified time, the option-lok male adapter of a secondary tubing set was connected to the clave y-site of the primary tubing set for piggyback delivery of an unspecified concentration of flagyl. It was reported that the piggyback delivery completed and the nurse disconnected the secondary tubing set from the primary tubing set. A new secondary tubing set was connected to the clave y-site of the primary tubing set for piggyback delivery of 20 meq of potassium in 100ml of sterile water. It was reported that after the delivery was started, the nurse noted the secondary medication would not flow. It was reported the nurse disconnected the secondary tubing set from the clave y-site and noted that the silicone sleeve of the clave port remained in the depressed position. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.